Event description:
Customer called to report the insulin pump alarm for no delivery. Blood glucose reading was 266 mg/dl. The infusion set was replaced and a brand new vial was filled. Troubleshooting was performed. The insulin pump alarmed no delivery after rewinding and before the manual prime. The piston was not moving at all when the insulin pump alarmed for no delivery. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected excessive no delivery alarm noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.